Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not reopen while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device. There was no pt injury.